Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract when the button was pressed. The following information was provided by the initial reporter, translated from japanese to english: "the hcp pressed the button to activate the safety mechanism but the needle was not retracted. According to the customer's report, after unpacking the product, venipuncture for a patient became unnecessary and the hcp attempted to activate the safety mechanism to discard the product and then encountered this issue."

Manufacturer narrative:
H6: investigation summary: four photo and one sample were received by our quality team for evaluation. From the photos, it was observed that an IV unit with the cover removed that is without the catheter adapter assembly. All photos show views of a unit with the needle in the out position and the button completely depressed. From the returned sample, the unit is observed with all components present less the catheter adapter assembly and has similarities to the unit in the photos, the button is completely depressed, and the needle is in the out position. Visual observation shows evidence of cured adhesive between the hub and the grip that hindered the retraction of the needle. The button was pushed to the out position and conducted functional testing for needle retraction. The button was depressed, and the needle did not retract, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. During manufacturing at the adhesive dispense process, adhesive on outside of the hub, in the grip and/or the button can occur due to station misalignment and results in the needle retraction failure. Per the quality control plan, inspections for needle retraction and excessive adhesive are performed periodically during the manufacturing process that mitigates the occurrence of this defect. Preventative maintenance was conducted as scheduled with no deviations. A notification of this complaint was sent to the manufacturing department to raise awareness of this nonconformance. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte" autoguard" bc shielded IV catheter needle would not retract when the button was pressed. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hcp pressed the button to activate the safety mechanism but the needle was not retracted. According to the customer's report, after unpacking the product, venipuncture for a patient became unnecessary and the hcp attempted to activate the safety mechanism to discard the product and then encountered this issue."